Manufacturer narrative:
Retained testing, batch record review, and a complaint review were performed. Results were satisfactory. Customer reported that low liquid levels had been observed in this lot. (B)(4).

Event description:
Customer states that during a red cell unit recheck, a unit that was labeled by the blood center as group a pos was typed as ab positive, with the anti a and the anti b microtube reacting 3+. Customer repeated the test with another abd/abd card of the same lot number with negative results in the anti b microtube. No erroneous results reported. Customer later observed that the anti b microtube in the entire sleeve and the one used had low liquid levels.